Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service for a non-critical issue. Upon evaluation of the customer's device, physio-control observed that the device would power off by itself on both ac and dc power when attempting to charge (in order to shock). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was that a capacitor, designator c514, was cracked and electrically shorted.  This caused the device to power off while charging or printing the code summary.  It also prevented the device from powering on (or remaining powered on) when connected to an aux (ac) power source.